Manufacturer narrative:
It was initially reported as (B)(6) 2013 and it was then reported that the event occurred "over a 2 year span". Lot number: potential lot number 76x116. Expiration date: potential expiration date: 07/28/2021. Potential device manufacturer date: 07/20/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4), ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4), ((B)(4).

Event description:
It was reported that a cleo 90 infusion set caused irritation at the infusion site after two days. The patient noted that she had (B)(6) and may have contributed to the reported issue. The patient's blood glucose was reported to be at 500mg/dl. Multiple daily insulin injections were used to correct the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00339, 3012307300-2016-00341, 3012307300-2016-00342, 3012307300-2016-00343, and 3012307300-2016-00344.